Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was able to replicate the reported event. The nonconforming fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system with side cut of the flap was not cut properly resulted incomplete flap in unknown eye during cataract surgery and it was recovered by cutting the uncut part with a knife. The surgery was completed without any problems. There was no patient harm.